Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. G2: switzerland. Journal article: wanner, r.; butler ransohoff, c.; wyss, t.; nötzli, h. Ten-year results of the fitmore® hip stem with a focus on varus/valgus alignment and subsidence¿a retrospective monocentric analysis. J. Clin. Med. 2024, 13, 5570. Https:// doi.org/10.3390/jcm13185570 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
A journal article was retrieved from journal of clinical medicine (2024) that reported a retrospective, monocentric cohort study from switzerland. The purpose of the study was to analyze subsidence, stability, and varus/valgus alignment, as well as an evaluate the influence of patient-related, anatomical, and surgical factors on implant behavior. The study reviewed first 141 patients who underwent total hip arthroplasty with the fitmore hip stem between june 2007 and december 2008. A modified anterolateral approach was used in 125 patients (88.7%), a stepped trochanteric osteotomy approach was used in 15 patients (10.6%), and a lateral transgluteal approach was used in 1 patient (1.7%). The study population had a mean age of 57.4 years at time of surgery; (63 males, 78 females). Follow-up was conducted radiographically at postop, 6 weeks, 1 year, 5 years, and 10 years. It was reported in a journal article that 1 stem was revised 3 days after initial implantation as the stem was judged to be too small on the postoperative radiograph. A larger stem was implanted, and the case was followed up as planned. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
The surgeon's decision to revise the prosthetic stem, including the femoral head, was based exclusively on the interpretation of the postoperative x-ray, which indicated that the stem was undersized. The inlay and socket components were left in situ, and there were no intraoperative complications or additional procedures. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a1, a2, a3, b4, b5, d10, g3, g6, h2, h6, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10 unknown head; item number: unknown; lot number: unknown unknown liner; item number: unknown; lot number: unknown unknown cup; item number: unknown; lot number: unknown no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to the missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.